Event description:
Separator was damaged but the physician continued using it. However, right before he achieved revascularization, he gave up and change UK for ps. (Description is as received. The meaning of UK is unclear.)

Manufacturer narrative:
The information that we have with regard to this incident was supplied by our distributor. We have not been able to contact the physician or hospital directly. The products were not returned to us and we are filing the MDR based on the information we have received. This MDR is being filed as part of the remediation action taken in response to the 483 issued to penumbra on august 28, 2009.